Event description:
Review of device programming history identified that high impedance was observed for this patient's vns system. No known surgical interventions have occurred to date.

Event description:
It was reported that the patient's device was programmed off to 0ma on (B)(6) 2014 due to lead fracture. No additional relevant information has been received to date.

Event description:
Additional information was received that the patient underwent explant surgery as scheduled. Per notes received, the patient is seizure free currently and has had his vns off for 2 years. The explanted lead has not been received to date.

Event description:
The explanted lead and generator were received. Analysis is underway but has not been completed to date.

Manufacturer narrative:
(B)(4).

Event description:
Analysis for the generator showed that there were no performance or any other type of adverse conditions found with the pulse generator. The lead assembly was returned for analysis and abraded openings were noted on the inner silicone tubing of the positive coil. A coil break was identified both the positive and the negative lead coils. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. The positive coil appearance suggests that a stress-induced fracture has occurred in at least two strands of the quadfilar coil. Due to mechanical distortion (smoothed surfaces) the fracture mechanism of other strands positive coil cannot be ascertained. Scanning electron microscopy images of the negative coil verified that a break occurred in the negative coil, however, due to mechanical distortion (smoothed surfaces) the fracture mechanism of the negative oil strands cannot be ascertained. Also, smoothed surfaces were noted on the negative oil coil strands in the vicinity of the break location. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.